Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks due to possible atrial arrhythmia with rapid ventricular response (rvr). It was noted that therapy did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.